Manufacturer narrative:
Age at time of event: 18 years or older. Device evaluated by MFR.: the device was returned for analysis. A visual examination identified that the balloon was not folded which indicates that the balloon was subjected to positive pressure. A microscopic examination identified a longitudinal tear beginning at the distal balloon bond and extending approximately 9mm proximately across the balloon material. An examination of the balloon material and markerband identified no issues which could potentially have contributed to this complaint. No other issues were identified during the product analysis.

Event description:
Reportable based on device analysis completed on 07 mar 2019. It was reported that inflation failure was encountered. The 90% stenosed target lesion was located in the vessel. A 4.0-4/4t/40 symmetry 40 balloon catheter was advanced for dilatation. During first inflation, the pressure was increased up to 15 atmospheres for 180 seconds with no problem. However, when pressure was applied again, the balloon failed to inflate. The procedure was completed with this device. No patient serious injury nor complications were reported. However, returned device analysis revealed balloon longitudinal tear.